Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited post sensed t wave over-sensing and inadequate capture. Programming changes were made, then after the lead was explanted and replaced with new lead on (B)(6) 2025. Patient condition was stable.